Event description:
Info received indicates the head section function of the bed raised unintentionally.

Manufacturer narrative:
The facilities maintenance found the right outside siderail switch package malfunctioned causing the unintentional movement. The switch package was replaced to repair the bed.